Event description:
Customer reported a risk of crushing the patient. The mobile apron has a height setting problem.

Manufacturer narrative:
(B)(4). This event is still under investigation. The follow-up report will be sent by 03/28/2011.